Event description:
It was reported to st. Jude medical that during a lead repositioning due to dislodgement, the helix would not deploy. As a result, the lead was explanted.

Manufacturer narrative:
Evaluation summary: the analysis of the lead did not reveal any device condition that would have contributed to the reported lead dislodgment. Mechanical and visual analysis found that the helix was damage preventing an accurate helix mechanism test to be performed. The damage found is consistent with that occurring at the time of explant. The electrical characteristics of the lead were found to be normal.